Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first mitraclip was implanted with good leaflet insertion seen in all 4 visual fields. Following, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Two mitraclips were implanted as treatment. One clip was implanted on one side and another clip was implanted on the other side of the slda clip. The mr was reduced to less than 1. There was a delay in procedure, however there were no clinical symptoms due to the delay. There were no adverse patient sequela. There was no additional information provided.